Manufacturer narrative:
Additional information received indicated a revision procedure was performed and the rv lead was explanted. The device port was plugged and the rv lead was not replaced. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room with symptoms of pain. An rv threshold test was completed and electrogram (egm) strips were sent into boston scientific technical services (ts) for review. In a review of the strips there appeared to be high pacing threshold measurements associated with rv loss of capture (loc). It was also questioned if the pain the patient was experiencing could've been the result of a perforation, however it was unable to be confirmed. The patient was scheduled for a lead revision.